Event description:
Pt was being evaluated for the integrity of the electrode array of surgically implanted cochlear implant. During the test conducted by MFR's rep the pt experienced a sudden pain, presumably due to electrical stimulation of an electrode adjacent to one of the pain fibers of a nerve in the middle ear. This stunned the pt. He feels that he has since had problems emanating from this test that have resulted in the increased perception of noise (tinnitus), dizziness and pressure, not only in the implanted ear but his opposite side where a recording electrode had been placed. Rptr has no info that supports that anything was done inappropriately during the test and many of these tests have been done previously. However, rptr was not performing the test, nor was rptr present.